Event description:
It was reported that this implantable cardioverter defibrillators (ICD) exhibited high out-of-range (oor) shock impedance measurements on the right ventricular (rv) lead. Technical services (ts) recommended increasing the shock lead impedance oor measurement limit to 150 ohms. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.